Event description:
It was reported by the patient that they experienced pain. The patient did not contact their doctor however, the customer service representative advised the patient to call the doctor if pain continues and stop wearing the unit. No further consequences were noted. The spinalpak unit was not returned for investigation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. Estimated date of the event b3: march 2025. This follow-up report is being submitted to relay additional and corrected information. The spinalpak assembly was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the patient that they experienced pain. The patient did not contact their doctor however, the customer service representative advised the patient to call the doctor if pain continues and stop wearing the unit. No further consequences were noted. The spinalpak unit was not returned for investigation.